Manufacturer narrative:
(B)(4). S/w ver 6.5w. Retainer = black. The pump was returned for cosmetic damage located at an unspecified location found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment properly however, damage to the retainer was noted during visual inspection. The following were noted during physical inspection: scratched case, partially broken retainer, cracked reservoir tube lip, pillowing keypad overlay, and cracked battery compartment. Cosmetic damage on the battery compartment, retainer, and reservoir tube lip are confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the damaged of hardware of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.